Event description:
Used ellume antigen test # (B)(6) and received a positive result. Followed up immediately with a pcr test which was negative. Had no symptoms. Had to pay for pcr test, cancel several meetings and quarantine from family. FDA safety report ID# (B)(4).